Event description:
It was reported "ltv alarmed, lost power despite being plugged in". Additional information was received stated, "while respiratory therapist was in ICU at hospital, he plugged in a vent and it was working fine. Suddenly, a power lost alarm occurred (both visual and audible). He could not remember the charge status indictor reading at the time of the event, however, the charge was flickering and flashing amber. He pressed the silent/reset button, the alarm was cleared and the unit again appeared to be ventilating properly. Approximately 5 minutes later, the unit issued another power lost alarm (both visual and audible). At this time, he contacted the owner of the ventilator and requested another unit be sent". No patient involvement.